Event description:
The event is reported as: a punctured balloon. No pt injury reported.

Manufacturer narrative:
Photos were sent for evaluation. Evaluation: method: visual examination via photos. Review. Results: the photos indicated that the balloon is torn from one gluing side to the other, along the tube. Conclusions: the type of damage is caused by overpressure of the balloon. This can happen by filling more water than the recommended quantity inside the cuff or by applying excessive pressure over the filled balloon. Also, there is the possibility that the damage is the consequence of a manufacturing defect of the cuff. The tubes are tested twice on their capacity during the manufacturing process, so the probability is low that this defect was not detected.